Event description:
It was reported that this right ventricular (rv) lead was explanted due to high thresholds and impedance. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high thresholds and impedance. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high threshold and impedance measurements. A new rv lead was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead is not expected to be returned as it was kept by the explanting hospital however, a supplemental report will be filed if additional information is received.